Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during the implant procedure the lead¿s helix would not extend. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.